Manufacturer narrative:
The local field representative was contacted multiple times for additional information and none was made available. As of today, the available information suggests this ICD remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. The patient's death is noted in a medical records form received at boston scientific, but there is no reason for patient death known at this time, nor allegation of a product performance issue related to the patient's death. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) experienced rhythm acceleration after anti-tachycardia pacing (atp). A boston scientific technical services (ts) consultant reviewed strips and it appeared that a ventricular pace (vp) happened prior to a premature ventricular contraction (pvc) and the rhythm became a ventricular tachycardia (vt), atp was applied and the rate was slightly accelerated and the morphology changed. The device delievered a shock and the arrhythmia was successfully converted. A boston scientific technical services (ts) consultant recommended making the atp less aggressive by turing off ramp/scan.